Event description:
It was reported that prior to a lower limb angioplasty procedure, the catheter was found to be with its safety part collapsed and couldn't come out from the balloon catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the sleek otw pta dilatation catheter that are cleared in the us. The pro code and 510 k number for the sleek otw pta dilatation catheter are identified. A complaint history review was performed. This is the first complaint reported to date for this product and lot. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. A detachment was confirmed at the proximal bond at the point where the outer was detached from the balloon. The inner was stretched in the detached area. Two minor pinches were noted on the sleeve. The source of the sleeve pinches are unknown though was possibly due user handling during the attempted sleeve removal.. The damage to the device - detachment, the stretched inner and pinched sleeve suggest that handling techniques (excessive force) was responsible for this damage, likely occurring during the attempted sleeve removal during device preparation. The result of the investigation is confirmed for the reported device damage prior to use issue. The definitive root cause for the reported device damage prior to use issue could not be determined based upon the available information received from the field communications and sample evaluation. The instruction for use for the bantam alpha catheter was reviewed and contains the following information relevant to the reported event. Warnings: visually inspect the packaging to verify that the sterile barrier is intact. Do not use if the sterile barrier is opened or damaged. Precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Directions for use: remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. (Expiry date: 09/2022).